Event description:
It was reported that the patient passed away from ventricular tachycardia storm and right heart failure. Whether the outcome was device or therapy related was not provided by the customer.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. An autopsy was not performed, and the device was not explanted or returned for evaluation. Multiple attempts were made to obtain details regarding the onset of the ventricular tachycardia and right heart failure; however, no response was received. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events (including death, cardiac arrythmia, and right heart failure) that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 6, under ¿right heart failure¿, states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.